Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed pain and limited movement in the right shoulder. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The device was removed and there have been no reports of further complications regarding this event.